Manufacturer narrative:
Th device has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Dacapo powerpack is leaking. However, neither patient contact to battery chemistry nor any injuries were reported.

Manufacturer narrative:
Conclusion: the returned devices were visually inspected upon arrival. In one device, slightly oxidized contacts were observed with no sign of mechanical damage. In the other, oxidized contacts and mechanical damage to the battery housing were observed, with signs of electrolyte leakage. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. This is a final report.

Event description:
Dacapo powerpack is leaking. However, neither patient contact to battery chemistry nor any injuries were reported.